Manufacturer narrative:
Stryker service representative was not able to verify and duplicate the reported issue of the device not being able to deliver defibrillation energy. The cause of the reported issue could not be determined. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation energy. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation energy. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.  Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.